Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 2 weeks due to prosthetic aortic valve endocarditis. The operative findings indicate that there was necrotic tissue around the right coronary ostium. The aortic wall was all abscessed as well as the aortic valve. The patient also experienced aortic insufficiency and paravalvular leak.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) = abscess. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the reported endocarditis cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process. Of note, this patient also has another related event; please reference the medwatch submitted under device serial #(B)(4).